Event description:
Information was received indicating that during changing of this smiths medical cadd administration sets, spike was inserted into the bag, and a small plastic post attached to the bag detached from the bag. It was reported that the bag could not be reused, and the bag and tubing was discarded. No patient injury reported.